Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead noticed that the implantable cardioverter defibrillator (ICD) device had an alert every four hours and then eventually every two hours. Moreover, alerts with this frequency are indicative of a rv lead issue. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.